Event description:
Bausch & lomb received medwatch report from the FDA. The reporter requested anonymity. The reported incident was in 2000. There was swelling of the cornea in the right eye causing loss of sight.